Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to verify the alarm. The motor passed the motor test. The device was received with scratched screen, cracked battery tube threads, and cracked reservoir tube lip.